Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 19, 2014. The following event was identified and is being reported to the FDA. A complaint was opened (B)(6) 2013 by the dealer in which their customer reported an incident where an (B)(6) girl with a c spine fracture, in halo traction, was being positioned for a lateral c spine view next to the wall stand. The tube was auto positioned to the wall stand and then the radiographer moved the tube down slightly to adjust positioning. The wall stand shot upward rapidly until it hit the top of its travel with a bang. If the patient had been slightly closer to the wall stand, the upward movement could have taken off her halo traction, screwed into her skull, holding her fractured c spine in place. The patient was moved into another room for cr exposure. On (B)(6) 2013, the dealer went on site and confirmed the customer's experience with the dx-d600 movement. He rebooted the entire system and the problem continued. He recalibrated the wallstand position and velocity. The system tested okay after this. A field service engineer from agfa's supplier, sedecal, performed a site visit november 24 - 29, 2013, to analyze the situation. Fse was not able to reproduce the problem reported on site. An incorrect counterweight of the wall stand was detected . An error with the wall stand brake was detected. Some parts of the wall stand were replaced. Finally a cable in the wall stand was removed & a better counterweight adjustment in the rsna system showed no free movement. December 26/27th, 2013 a complete wall stand was provided by sedecal and replaced by agfa. The problem continued. Sedecal continued the investigation with agfa. Sedecal's conclusion was the most probable root cause is the noise received through the cable, working as an open antenna and causing a deactivation of the wall stand brake, allowing the wall stand to move freely. This free movement is worst when the wall stand is not well counterbalanced. Agfa initiated the following corrective actions related to this dx-d600 event. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users.

Manufacturer narrative:
The cover letter attached in the initial report was dated (B)(6) 2014 and should read date of (B)(6) 2015. Omitted selection. Selection should be "product problem" statement in 2nd sentence reads " vigilance activity to report identified events was implemented (B)(6) 2014." The year should read 2015. Report source should be checked as : company representative.

Event description:
Statement in 2nd sentence reads " vigilance activity to report identified events was implemented (B)(6) 2014." The year should read 2015.